Event description:
It was reported that log files were submitted for routine review for patient with known short to shield and driveline faults. The log file captured consistent driveline fault events throughout the log file. The log file showed the same wire (orange) was broken as in the last log file review on (B)(6) 2024. The remaining 5 wires appear to be intact and functioning as intended. No other unusual events were noted in the log file. The patient's onset of driveline faults was reported under manufacturer report number 2916596-2022-01543. Last reported driveline fault that showed the same damaged wire was documented under MFR 2916596-2024-06353.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms; however, no progression of the previously suspected driveline wire damage was observed. It was reported that the patient had known short-to-shield and driveline faults (manufacturer report number: 2916596-2022-01543). The account submitted routine log files to monitor for any worsening damage. The submitted log file contained events from 24feb2025 through 05mar2025. Persistent, silenced, driveline fault alarms, associated with yellow wrench advisories, were captured throughout the entirety of the file. Electrical continuity data suggested a potential wire conductor breakdown issue with the orange wire within phase 3. No other notable events or alarms were observed. Despite this finding, the pump appeared to function as intended and operated at or above the low speed limit (lsl) for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), and hmii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.